Event description:
Patient experienced a fall at home and was implanted with femoral nail, helical blade, 2 locking screws, 2 cocr cables and autograft on (B)(6) 2009. Patient was discovered to have a nonunion, date unknown. Patient was revised to va femoral plate system on (B)(6) 2013. This is 5 of 6 reports for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional parts added from received surgeon questionnaire. (B)(6).